Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of an incision was exacerbated by the lifevest equipment. Patient described the area as rubbing that caused a sore. There was no alleged device malfunction contributing to the irritation. The hospital staff removed lifevest prior to discharge from hospital. Follow up indicated that the sore has improved.